Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 50502885,789037) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included delayed period on (B)(6) 2011 and gravida ii. Concurrent conditions included high grade squamous intraepithelial lesion, hypercholesterolemia, weight gain, menopause, bacterial vaginosis, menstrual irregularity, irregular menstrual cycle, stress, change in sleep pattern, vaginal bleeding, hot flashes (mild, better.), accident, lumbar spondylosis, lumbar facet arthrosis, intervertebral disc degeneration, pap smear abnormal, high grade squamous intraepithelial lesion (pap smear of cervix), carcinoma in situ of prostate (resulted as cervical intraepithelial neoplasia), loop electrosurgical excision procedure and dysplasia. Concomitant products included clorazepate dipotassium (tranxene-t), codeine, colecalciferol (vitamin d3), estrogens conjugated;medroxyprogesterone acetate (prempro), ibuprofen and paracetamol (tylenol). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder ("autoimmune-like symptoms"), genital haemorrhage ("bleeding"), infection ("infection"), urinary tract disorder ("urinary problems"), dyspareunia ("dyspareunia "), neuromyopathy ("neuromuscular problems"), vaginal disorder ("vaginal scarring"), abdominal distension ("bloating") and headache ("headaches") and underwent cholecystectomy ("other (list): gall bladder removal") and spinal operation ("back surgery"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy and bilateral salpingo-oophorectomy and cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, autoimmune disorder, genital haemorrhage, infection, urinary tract disorder, dyspareunia, neuromyopathy, vaginal disorder, cholecystectomy, spinal operation, abdominal distension and headache outcome was unknown. The reporter considered abdominal distension, autoimmune disorder, cholecystectomy, dyspareunia, genital haemorrhage, headache, infection, neuromyopathy, pelvic pain, spinal operation, urinary tract disorder and vaginal disorder to be related to essure. The reporter commented: date of implant (B)(6) 2011 right coil. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: essure devices in good position with complete blockage of the fallopian tubes bilaterally. Lot number: 50502885, manufacturing date: 2010-02, expiration date: 2013-02. Lot number: 789037, manufacturing date: 2010-10, expiration date: 2013-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-feb-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 789037, 50502885) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included delayed period on (B)(6) 2011 and gravida ii. Concurrent conditions included high grade squamous intraepithelial lesion, hypercholesterolemia, weight gain, menopause, bacterial vaginosis, menstrual irregularity, irregular menstrual cycle, stress, change in sleep pattern, vaginal bleeding, hot flashes (mild, better), accident, lumbar spondylosis, arthropathy, intervertebral disc degeneration, pap smear abnormal, high grade squamous intraepithelial lesion (pap smear of cervix), carcinoma in situ of prostate (resulted as cervical intraepithelial neoplasia), loop electrosurgical excision procedure and dysplasia. Concomitant products included clorazepate dipotassium (tranxene), codeine, colecalciferol (vitamin d3), estrogens conjugated; medroxyprogesterone acetate (prempro), ibuprofen and paracetamol (tylenol). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder ("autoimmune-like symptoms"), genital haemorrhage ("bleeding"), infection ("infection"), urinary tract disorder ("urinary problems"), dyspareunia ("dyspareunia "), neuromyopathy ("neuromuscular problems"), vaginal disorder ("vaginal scarring"), abdominal distension ("bloating") and headache ("headaches") and underwent cholecystectomy ("other (list): gall bladder removal") and spinal operation ("back surgery"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy and bilateral salpingo-oophorectomy and cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, autoimmune disorder, genital haemorrhage, infection, urinary tract disorder, dyspareunia, neuromyopathy, vaginal disorder, cholecystectomy, spinal operation, abdominal distension and headache outcome was unknown. The reporter considered abdominal distension, autoimmune disorder, cholecystectomy, dyspareunia, genital haemorrhage, headache, infection, neuromyopathy, pelvic pain, spinal operation, urinary tract disorder and vaginal disorder to be related to essure. The reporter commented: date of implant (B)(6) 2011 right coil . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: essure devices in good position with complete blockage of the fallopian tubes bilaterally. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.